Event description:
A beckman coulter inc. Employee reported that on (B)(6) 2011 three leaking cubetainers of access wash buffer ii solution were observed. It is unknown as to whether personnel handling the cubetainer were wearing personal protective equipment however, there was no report of any personnel seeking medical attention associated with this event. The amount of leakage for this event could not be determined. Although the fluid volume of an access wash buffer ii cubetainer is theoretically significant enough to cause a slipping hazard if it is spilled, there were no reports of death, serious injury or modification to patient treatment associated with this event.

Manufacturer narrative:
Service was not dispatched to the site for this event. Beckman coulter inc. Assessment of the supplied photos support a possible cause of a bottom side seam stress crack developing over time, however could not definitively identify the cause of the leak. A definitive root cause for this event has not been determined to date.